Event description:
The customer observed that the coulter act 5diff cap pierce (cp) instrument was intermittently recovering erroneous high ba results on some patient samples. The number of patients affected by this issue is unknown. The customer performed manual review and/or reran the patient specimens on a second analyzer. Per the information provided, no basophils were found by manual review and/or lower ba results were recovered on the second analyzer (act 5 diff). No erroneous results were reported outside the lab. There was no death, injury, or change to patient treatment attributed to or connected with this event. Instrument printouts were provided for three patients. Based on review of the instrument printouts, erroneous high ba results were observed on patient 1 compared to rerun on the second act 5 diff instrument and manual smear results. Additionally, erroneous low ne, and high mo results were observed on both instruments when compared to the manual. No instrument flags were generated for the patient runs. For patients 2 and 3, there were no clinically significant differences seen when compared to the rerun results. As such, no erroneous results were indicated.

Manufacturer narrative:
The field service engineer sent the customer replacement wbc/ baso lyse reagent and new pickup tube. He provided instructions to decontaminate reagent pathway. Service was scheduled for follow up. The field service engineer followed up on (B)(4) 2014 and indicated that the customer was still experiencing the issue after replacement of the lyse reagent. He performed pm (preventative maintenance) and found evidence of fluid leaking around the wbc aperture. The o-rings were replaced during the pm process. After completion of the pm, there were no further issues the wbc/baso aperture. (B)(4).